Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
The customer's grandmother reported via phone call that the insulin pump had numbers scrolling on the screen. Caller also reported that the up button was stuck. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.